Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized for surgery and that the settings were adjusted, and that the blood glucose had been running high ever since. The blood glucose reading was 164 mg/dl. The customer treated with manual injection and may have given too much as she did have a low blood glucose of 30 mg/dl. The customer treated with glucose tabs and food. The drive support cap appeared normal and recessed. No air bubbles or leaks were noting in the tubing or reservoir. The time and date was correct. The basal rates were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The customer declined further troubleshooting as the blood glucose was normal at the time of the call, and was advised to call back when needed to perform a high pressure test.